Event description:
The patient presented to the physician with pain associated with movement of the ipg within the pocket. The physician brought the patient into the operating room, re-sutured the ipg, and closed the surgical site. The intervention resolved the issue.